Event description:
The pt was sewaty and confused. Pt tested the blood glucose on the suspect device and it was 165 mg/dl. Pt repeated the blood glucose test on the suspect device and it was 147 mg/dl. The paramedics were called and 3 minutes later they tested pt blood glucose and it was 25 mg/dl. The pt was taken to the emergency room given an IV of glucose.